Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported it felt like the patient¿s implantable neurostimulator (ins) was moving/had moved. The patient noticed this about a month ago. It was noted the patient had not had any falls or trauma. It was reported the movement of the ¿pump¿ was causing her pain/discomfort on the right side at the ins site. It was also reported about a month ago her stimulation would not turn off even if she turned the ins off. She would turn the ins off and continue to feel stimulation sometimes hours after. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.